Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was cracked. The customer was uncertain of how the crack occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.